Event description:
The customer reported that the left monitor was pitch-black and would not work. This result in a loss of the live image. There is no report of patient injury.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The x-ray tube was replaced and a filament calibration was performed. The system was then found to be operating as intended.